Event description:
It was reported that the patient suffered from a fall due to a syncopal episode. The size of r waves fell from 23 to 3 milivolts. The wavelet template is being collected inconsistently. The device was reprogrammed to change the sensing vector. The lead is still in use. No further patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.